Event description:
It was reported that with the use and manipulation, the butterfly reportedly came off the catheter body. It was allegedly necessary to remove the catheter. It was not possible to have the lot number because the catheter was installed for 2 days and the packaging was discarded.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The complaint of a broken catheter was confirmed but a cause could not be determined from the returned photo sample. The returned sample was one photo of an implanted catheter with a shorter catheter connected at its proximal end. The implanted catheter was white with slight blood residue visible. The shorter catheter appeared to be an IV catheter and was seen connected to the implanted catheter through an interference fit (the shorter catheter tip was within the implanted catheter tip). The visible terminal edge of the white catheter appeared slightly slanted. While it was confirmed that the catheter appeared incomplete to the extent that it required improvisation to continue its function, no causes could be ascertained from the photo sample. Possible causes include sharp instrument damage or inadequate securement leading to a tensile failure. The IFU states, "do not use the device if there is any evidence of mechanical damage or leaking. Damage to the catheter may lead to rupture, fragmentation and possible embolism and surgical removal," and, "to minimize the risk of catheter breakage and embolization, the catheter must be secured in place." A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.